Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During the atrial fibrillation procedure, it was noted that the catheter tip was fractured when removed from the patient. The catheter was replaced and the procedure was completed with no adverse consequences to the patient. Prior to catheter insertion into the patient, no device damage was noted. The physician noted the irregularity in the tip shape under fluoroscopy around the time of the transseptal puncture. No excessive force was applied to the tip. There was no residual material left in the patient.